Manufacturer narrative:
On (B)(6) 2021, the customer alleged blank display and was hospitalized for high bgs. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. Device power up properly after the test battery was installed. Device was monitored for 2 days, no blank display noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms were found in the history files or traces for the event date. During visual inspection, device had corroded electronic assembly and the battery tube was corroded. No moisture damage noted on the motor or on the force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. Device had minor scratched display window, scratched case, pillowing keypad overlay, corroded battery tube, stained keypad overlay. Blank display not confirmed during testing. However, moisture damage noted at the electronic assembly and battery tube. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. Device power up properly after the test battery was installed. Device was monitored for 2 days, no blank display noted. During visual inspection, device had corroded electronic assembly and the battery tube was corroded. No moisture damage noted on the motor or on the force sensor. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, pillowing keypad overlay, stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose. Customer¿s blood glucose was 30 mmol/l. Customer¿s blood glucose was treated with manual injections. Auto mode feature was unknown at the time of event. Customer stated insulin pump had blank display. Customer stated contacts on the battery cap was neither missing nor damaged. Display did not returned after insulin pump restarted. The insulin pump will not be returned for analysis. Unomed inf set, frn-unk-rsvr.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report.

Event description:
The customer was not wearing the insulin pump for more than 48 hours at the time of incident. The customer stopped wearing the insulin pump on thursday (B)(6) 2021 due to the pump not being able to turn on. The customer was then hospitalized on sunday (B)(6) 2021 due to hyperglycemia. Troubleshooting was performed and the pump did not turn back on. The insulin pump will be returned for failure analysis.